Event description:
Ncpap unit utilizing pto flowmeter representing blow by mode using 3-4 filters of oxygen caused fluctuating with o2 administration. O2 reading went down to 21% when set at 35% causing pt to desaturate into the 70's. O2 set reading also fluctuated upward at random causing the pt to high set. Should be noted that ncpap was used soley as a controlled blender, not in standard ncpap mode, infant required increased oxygen to resolve the issue.

Manufacturer narrative:
Info has been forwarded to the mfg facility for eval. Results of investigation pending. Follow-up report will be filed.